Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low r-wave amplitudes resulting in t-wave and noise oversensing and an inappropriate shock. An x-ray was completed with the electrode shown to be a superficial position. Rhythmcare then recommended considering a lead revision. This device system remains in service. No adverse patient effects were reported.